Event description:
It was reported that upon opening the still packaged saber 30 with integrated cable arthrowand the physician noted one electrode was missing from the distal end of the wand. The wand was not used. No info indicating pt involvement was rec'd.